Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the nc tenku, coronary dilatation catheters (cdc), instruction for use, states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, and heavily calcified de novo lesion in the proximal left anterior descending (lad) coronary artery. The 2.5x15 mm nc tenku balloon dilatation catheter (bdc) balloon was not soaked in saline prior to use. The 2.5x15 mm nc tenku bdc was advanced without resistance in the patient anatomy. During the first inflation, the balloon ruptured at 8 atmospheres. The nc tenku bdc was removed without issue and a non-abbott bdc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.